Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a high glucose alert and experienced hyperglycemia for over three hours while using the ilet, with the device showing 289 mg/dl and a confirmatory fingerstick of 338 mg/dl; the user was using a flex infusion set and completed a full supply change after telephone troubleshooting. Symptoms included hyperglycemia without reported associated clinical manifestations. Outcomes included no hospitalization and no medical intervention beyond device-directed troubleshooting and supply replacement. Investigation included onsite troubleshooting by phone, review of user-reported device status and infusion set condition, and counseling on supply change. Investigation of this case revealed no confirmed device malfunction or infusion set damage, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.